Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patients ra capture threshold was higher for some time after open heart surgery. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed several cuts into the insulation and a ruptured pur-tube from the silicone sleeve, which most likely resulted from the extraction procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported high threshold. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.